Manufacturer narrative:
Concomitant medical products: product ID 977d260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: screening device. Product ID 977d260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information from the patient's spouse via the manufacturer's representative reported that patient had their trial on (B)(6) 2016 and checked into the ER that night due to a complete loss of feeling in their legs. It was stated that the patient had a hematoma that formed in the spine (causing them to lose feelings in their legs) and had surgery as result. On sept. 26, 2016 it was reported that the patient was doing much better and would be discharged from the hospital on wednesday. The patient statues were reported as "alive- no injury" and the issue was reported as resolved at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.